Event description:
Patient implanted with prodisc-c at c6-c7 on (B)(6) 2013. Postop x-ray showed posterior migration of implants inferior endplate with resulting leyphoris in patient. C6 position of implants appeared to have settled posteriorly. Patient reported continued neck pain and bilateral numbness/tingling sensation. Surgeon decided to perform a surgical revision to remove prodisc-c and revised patient to an anterior cervical discectomy and fusion on (B)(6) 2013. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history record showed that the parts were processed within specification.